Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device stopped during firing. Looked at end effector and noticed that the inside anvil had pushed out leaving a hump in the metal. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p5550z. The analysis results found that one pse45a device was returned with the anvil bent upwards and with an ecr45w cartridge reload loaded on the device. The reload was received unfired. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.